Manufacturer narrative:
The mcgrath series 5 unit that was returned to manufacturer for further evaluations. The investigation found that "the device does not appear to function "out of family" for this revision/age of unit and no evidence of the issue experienced by the user could be replicated while using good quality batteries. Therefore, the quality and suitability of the power source (battery) used during the procedure would appear to be the most likely cause of the degradation in function at the time of the event."

Event description:
Customer stated the image goes out or black lines appear on the screen. While using the mcgrath, a patient went into cardiac arrest and died.